Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared an elective replacement indicator (eri) earlier than expected after 69 months of implant. The device was explanted and a new device was implanted. The device was returned for analysis.